Event description:
About a month prior to the date of this report, it was reported the patient began the trial. It was stated that ¿it stopped working, then it started working¿ the day prior to the call. The patient thought they were doing well with their symptoms, but could sometimes feel the stimulation and sometimes could not. The patient¿s symptom was bladder pain and they weren¿t having any bladder problems. The patient could turn it up to 10 and could not feel it. The patient had wires sticking out of their back and had a lot of leakage under the bandage. The night prior, the bandage was full of fluid with blood in it. It had been leaking since the implant. It was noted the stimulator was on at the time of the call and the green light was on. Information received as of the date of this report indicated the cause of the event was that the patient fell on the operative side and the event was attributed to the lead. No abnormal impedances were noted. Dislodgment/migration of the lead was noted. It was stated the incision and device were intact. The drainage was old, not acute. The dressing was changed and no further action was required. No wires were exposed; the patient was feeling them under their skin. The patient outcome was no injury.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).